Manufacturer narrative:
(B)(4). Per follow-up with the ccp, they use both channels a and b on the heater cooler.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heater cooler was slow in cooling and warming on right side of the unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 6-nov-2015: during set-up, the heater cooler was slow in cooling and warming on the right side of the system, which was being used as the arterial side. The system was changed out prior to cardiopulmonary bypass. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) replaced the valves per notice of field correction (nfc). The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.